Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for supraventricular tachycardia misdiagnosed as vt due to programming. Programming changes were recommended. The patient condition was fine.

Manufacturer narrative:
.

Event description:
New information received states that the recommended programming changes were made.